Manufacturer narrative:
(B)(4): the superior shaft is cracked at the centerline of the jaw pivot pin. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that the instrument tooth was found worn during use. No pt complication was reported.